Event description:
It was reported that the customer experience low blood glucose(bg) levels of 47-70 mg/dl; cause was unknown. Reportedly, the customer drank juice and ate food to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.